Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. (B)(4).

Event description:
As reported to coloplast though not verified, the legal representative stated foreign body reaction, mesh erosion, severe bladder and vaginal infections, dyspareunia, pain, difficulty emptying bladder, mesh exposure, other permanent injuries, disability, impairment, loss of enjoyment of life and sustained permanent injury.